Event description:
Boston scientific received information that the patient with this implantable lead was reported to have twiddled the lead out of position. The lead subsequently displayed high thresholds and impedance issues. The patient was seen for a revision procedure where the lead was explanted and replaced. It is unknown if the lead will be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.